Event description:
It was reported that this right atrial (ra) lead was suspected to have an insulation abrasion to its body, causing low out of range pacing impedance measurements of less than 200 ohms. Mode switch episodes with oversensing of noise on the ra lead was also noted. Testing of the system was unable to reproduce any noise. The follow-up intervals for the patient were shortened for this patient and the ra lead remains in service. No adverse patient effects were reported.